Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2015-05145. Reference MFR. Report#: 1627487-2015-05147.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2015-05145. Reference MFR. Report#: 1627487-2015-05147.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results : it was found during analysis that the lead had a kink in the stimulation portion of the lead body, with multiple wires broken. Electrical testing confirmed the observation by showing opens at channels 2,4,5,7, and 8. The fractures are in close proximity and could cause intermittent stimulation which could be misinterpreted as the symptoms that were reported. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.